Event description:
Caller reported the connector piece of the infusion set separated from the tubing. Caller stated insulin leaked out. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.